Event description:
The surgeon reported that while using the microscope the fixation screw on the laser safety filter loosened. The eyepiece of the microscope fell on the patient's forehead. The forehead swelled. No additional treatment was required. No patient injury was reported.

Manufacturer narrative:
The customer stated the safety filter is checked before using it to make sure it is securely fastened. The safety filter is secured at 2 points. There was no sample returned for evaluation. There is insufficient information to confirm or replicate the reported event and therefore the root cause cannot be determined at this time.